Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken rail had cut the pyxis bus cable, causing the station to not power on. A field service engineer (fse) identified that the drawer failure was caused by a broken rail that cut the cable, resulting in a power issue preventing the station from powering on, replaced the damaged cable to resolve the short, installed a new drawer, and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit was not powering on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.